Event description:
Skin injury related to cardinal electric clipper (redness to skin) for hair removal. Injury did not show up during hair removal, but was reported back to same-day surgery from the or.